Event description:
It was reported that during a generator change procedure, sudden high pacing impedance and thresholds were observed on the chronic right ventricular (rv) lead when it was inserted into the new cardiac resynchronization therapy defibrillator (crt-d). The lead was reinserted with the lead pin confirmed to be past the device setscrew and electrical measurements consistent with the previous device were noted. The procedure was completed with the new crt-d and chronic rv lead remaining in use. Five days later, pacing thresholds were noted to have increased to a high range and pacing impedance increased to a high undefined range. A single short ventricular interval and one high rate non-sustained episode were recorded. No noise could be produced with provocative movements. Device output was increased. The patient was subsequently brought in for a device revision. Before disconnecting the lead, the physician noted again that the lead was properly connected to the crt-d. The lead was then removed from the crt-d and tested with an analyzer which demonstrated electrical measurements consistent with the previous device.. The lead was reconnected to the crt-d with consistent measurements noted. The physician requested a new crt-d due to the reported connector port problem. The device was replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.